Event description:
A (B)(4) distributor returned several battery packs for physical damage. Upon service investigation, a reportable event was detected. During servicing, battery pack (B)(4) was found to have defective cells. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (damaged battery pull tab/loop) has been confirmed. Upon evaluation, the locking tab was broken. The root cause of the broken locking tab cannot be positively identified, but was likely due to excessive force. Upon further investigation, the battery was found to have defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery.